Event description:
It was reported that during an in-clinic routine follow-up high, out of range, pacing lead impedance was observed. The patient was asymptomatic. The lead was capped and replaced. Patient condition after one week follow up was good.